Event description:
A distributor in (B)(6) reported that an mr340 reusable infant humidification chamber was leaking. No patient consequence was reported.

Event description:
A nurse reported that the patient was having issues with priming. The nurse stated she thought the solution bag frangibles were getting caught in the luer lock, impeding flow and causing air in line. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Several attempts were made to the nurse and patient to obtain additional information; however baxter was not able to obtain any further information. This complaint for air in line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information,' the nurse stated she thought the frangibles were getting 'caught in the luer lock impeding flow and causing air in line'. There was not enough data within the complaint information to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any significant supplemental information become available.